Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) section which state: chapter 3 preparation and inspection, ¿section 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to a pinhole on universal cord, water tightness was lost and adhesive around objective lens was peeled. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; an abnormal sound was made due to damage on angulation lever; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope exhibited air/water leakage from the universal cord/video cable. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that the adhesive around objective lens was peeling. (1mm2 or more). This had been attributed due to stress of repeated use, deterioration, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.